Event description:
Reporter alleges the patient records software has been malfunctioning for two months now. This malfunction has been an ongoing issue with the tablet. Patients records have been mixed up, physician sometimes gets kicked out of the records during patient care, and some of the cells do not show written information. The software is slow and this tends to slow down the treatment process of patients. Reporter advised they have reached out to the manufacturer and have not had any positive feedback from them. Reporter is concerned this malfunction can affect the quality of care and decisions he must make for his patients as he relies on patient history and relevant test informations to treat his patients.